Manufacturer narrative:
H6: investigation summary based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that unspecified number of bd safetyglide¿ needle experienced occlusion. The following information was provided by the initial reporter: the needles are difficult to draw up meds with, like there is no negative pressure to help fill the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2172849. D4. Medical device expiration date: 31-may-2027. H4. Device manufacture date: 21-jun-2022. D4. Medical device lot #: 2202914. D4. Medical device expiration date: 30-jun-2027. H4. Device manufacture date: 21-jul-2022. D4. Medical device lot #: 2188472. D4. Medical device expiration date: 30-jun-2027. H4. Device manufacture date: 07-jul-2022.

Event description:
It was reported that unspecificed number of bd safetyglide¿ needle experienced occlusion. The following information was provided by the initial reporter: the needles are difficult to draw up meds with, like there is no negative pressure to help fill the syringe.